Manufacturer narrative:
The referenced previously reported pump exchange was reported under medwatch MFR report # 2916596-2017-01049. (B)(4). Approximate age of device ¿ 11 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a previously reported pump exchange on (B)(6) 2017 due to pump thrombosis. Approximately 11 days post pump exchange, intermittent pump power increases were observed and the patient¿s lactate dehydrogenase (ldh) level was slowly increasing. On (B)(6) 2017, the patient¿s ldh level was 535 u/l. Additional information was requested, but has not been provided.

Manufacturer narrative:
No product was returned for evaluation. The evaluation of the submitted system controller log file confirmed the reported intermittent power elevations associated with pi events; however, a specific cause for the observed parameter elevations and pi events could not be conclusively determined. In addition, a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2017 02:02:37 pm through (B)(6) 2017 11:27:04 am. Transient power elevations and corresponding elevations in estimated flow were captured on (B)(6) 2017 between 08:13:54 and 08:52:16 pm, reaching values up to 9.8 w and 11.5 lpm, respectively. All of these elevations correspond with pi events. Pump parameters returned to baseline values following the event. Despite the observed parameter elevations, the pump appeared to have operated as intended above the low speed limit with no atypical alarms throughout the duration of the log file. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.